Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument failed a functional cut test. The scissors did not cut cleanly through .006 of latex as it was snagged at the scissor tips. The blade edges were not damaged but exhibited wear at the tips negatively affecting cut performance. An additional observation not reported were two small areas with pad printing removed at distal end of the tube extension. One area was 0.072 x 0.021 and the second area is 0.024 x 0.037 with missing material. Failure analysis concluded the damage was likely due to mishandling / misuse. Additionally, the flush tube was kinked at two different locations at the proximal end of the instrument. A kinked tube may prevent proper cleaning of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the blades were dull and not cutting tissue on the monopolar curved scissors instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.